Event description:
It was reported that (1) ecs29 was used during low anterior resection procedure. It was reported by the rep that the surgeon, familiar with the operation of the instrument and was directing the assisting surgeon in the steps of operation. The anvil was attached to the trocar tip from the main housing of instrument. Rotating the closure knob, both ends of bowel were approximated and the surgeon observed the gap indicator to be within the green. The safety was disengaged and the instrument was fired. The assisting surgeon encountered difficulty removing the instrument. When the instrument was removed the anastomosis came apart and staples were observed in tissue in an uncrimped state. Clean donuts were removed from the instrument. The surgeon completed anastomosis with suture.